Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Left a portion inside me, vagina [foreign body in reproductive tract]. Tampon has come apart [device breakage]. Case narrative: consumer reported via e-mail that over the last 2 months, the tampon has come apart. No serious injury reported.